Manufacturer narrative:
The 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. It is not known if this fragment is from an instrument (part and lot numbers unknown) or from a hcs screw part 04.227.045, lot 9949251 or part 04.227.245, lot unknown. Product code xxx used because it is unknown what type of device the fragment came from. It is unknown if the fragment is from an implant or an instrument. The fragment was not intended to be in the patient; the device is not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it remains in the patient. (B)(6). A device history record review was completed on the potentially involved screw with a known lot number: manufacturing location: (B)(4). Manufacturing date: may 23, 2016. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Without a lot number(s) for the other potentially involved devices the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient suffered from calcaneal fracture and admitted to the hospital on (B)(6) 2016. In view of moderate skin impingement an emergency operation was arranged. The operation was performed on (B)(6) 2016. Intra-operatively, reduction was achieved with k-wire and reduction clamp under x-ray control. Two headless compression screws (hcs) were inserted for fixation with the sequence of guide pin, drilling and screw insertion. All steps were done under x-ray control, satisfactory alignment was achieved; the procedure was smooth and followed usual practice. No metallic fragment was found intra-operatively by the portable x-ray scanning. However a 0.1 x 1.1 mm metallic fragment was found next to the os calcis in post-operative x-ray. Patient condition is stable. The presence of the fragment did not result in a reoperation. No other medical intervention is required. It is not known if the fragment is from an implant or an instrument. This report is for an unknown device. This is report 1 of 1 for (B)(4).